Event description:
Customer reportedly received the following results on the mobile system: 5.7 mmol/l at 5:38 p.m., 14.0 mmol/l at 5:43 p.m., 32.0 mmol/l at 5:44 p.m., 10.8 mmol/l at 5:48 p.m., and "hi" (> 33.3 mmol/l) at 5:52 p.m. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.